Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the extension was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.